Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -17.5/2.0/95 (sphere/cylinder/axis) tore/broke during loading. The replacement lens was implanted. Cause of the event was user error. Reportedly, "eye quiet, "doctor and patient happy."